Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. There is evidence of the customer reported problem 'system error 345' in the event history log but no evidence of "shuts off". The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) then shuts off during therapy (medication, dose, programmed amount and delivery rate unknown) at the med-surgical area. There was no known patient injury or medical intervention associated with this event. No additional information is available.